Event description:
On (B)(6) 2010, patient reported air bubbles appear in her insulin cartridge during use. Patient stated, she currently has an air bubble in her insulin cartridge. Patient reported, she can prime it out as usual and did not require assistance. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged cartridge for evaluation.